Event description:
It was further reported that the hematoma was treated by astriction. The physician does not feel the hematoma was caused by the mach 1 guide catheter.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, patient hematoma occurred. Vascular access was gained via the right femoral artery. The 90% stenosed target lesion was located in a moderately tortuous proximal left circumflex artery. Resistance was encountered while advancing a 7f mach 1 jl3.5 guide catheter to the coronary artery. A kink near the hub of the catheter was noted. A hematoma was then noted at the vascular access site. The 7f mach 1 jl3.5 guide catheter was removed from the right femoral artery and vascular access was gained with a different device via the left femoral artery. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, patient hematoma occurred. Vascular access was gained via the right femoral artery. The 90% stenosed target lesion was located in a moderately tortuous proximal left circumflex artery. Resistance was encountered while advancing a 7f mach 1 jl3.5 guide catheter to the coronary artery. A kink near the hub of the catheter was noted. A hematoma was then noted at the vascular access site. The 7f mach 1 jl3.5 guide catheter was removed from the right femoral artery and vascular access was gained with a different device via the left femoral artery. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a mach1 guide catheter was received with no original packaging. There was a dried blood like substance on the outer surface of the device. The tip was damaged 4mm in length. The device presented no evidence of any material deficiencies contributing to the reported event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).